Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had a sticky trigger and the trigger did not move smoothly. Therefore, the reported condition that the device was without performance was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had a worn coupling, the trigger of the device was not moving smoothly and was sticky, the motor was damaged, and the device would not run, and there was component damage. It was further determined that the device failed pretest for check the power with test bench, check the function of the device, check for sticky triggers, and check the attachment coupling. It was noted in the service order that the device was without performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.